Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a sheath without difficulty. One hour after the iab insertion, the patient was found to be bleeding "underneath the sheath and cath-gard." The iab was removed. A second iab was not inserted. There was no reported patient death or injury. The patient did not need surgical or medical intervention. There was no reported delay in therapy. The outcome of the patient is "fine." Additional information received from the distributor on 6/30/2010 stated a second iab was not inserted because the patient was soon going to the operation, the md decided not to insert another iab. Further information received on 7/2/2010 from the distributor stated" the customer used the arrow sheath provided in the iab package and the patient's blood leaked from the hemostasis valve of the sheath and not the cath-gard." It was noted that the pump used was the iap-0500 serial number (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.